Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') and device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infect"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the uterine perforation, device breakage, dysmenorrhoea, menorrhagia, cystitis, vaginal discharge and nausea outcome was unknown. The reporter considered cystitis, device breakage, dysmenorrhoea, menorrhagia, nausea, uterine perforation and vaginal discharge to be related to essure. The reporter commented: the plaintiff received treatment for vaginal discharge, cystitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Insertion date updated. Event ¿ injury¿ was replaced with events given in the sd. Events added - dysmenorrhoea, menorrhagia, device breakage, device dislocation, uterine perforation, cystitis, vaginal discharge, nausea, device monitoring procedure not performed. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') and device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infect"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the uterine perforation, device breakage, dysmenorrhoea, menorrhagia, cystitis, vaginal discharge and nausea outcome was unknown. The reporter considered cystitis, device breakage, dysmenorrhoea, menorrhagia, nausea, uterine perforation and vaginal discharge to be related to essure. The reporter commented: the plaintiff received treatment for vaginal discharge, cystitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration/ malposition of essure device location of device:uterus, perforation (uterus') and device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin es) since (B)(6) 2011, medroxyprogesterone acetate (provera) since (B)(6) 2011 and sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infect"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, device breakage, dysmenorrhoea, bleeding menstrual heavy, cystitis, vaginal discharge, nausea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered bleeding menstrual heavy, cystitis, device breakage, dysmenorrhoea, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and menorrhagia to be related to essure. The reporter commented: the plantiff received treatment for vaginal discharge, cystitis date of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received reporter information was added. New event added vaginal bleeding, menorrhagia, dysmenorrhea (cramping), pelvic pain. Concomitants drug, lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration/ malposition of essure device location of device:uterus, perforation (uterus') and device breakage ('breakage') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flu. Concurrent conditions included pneumonia and herpes nos. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin es) since (B)(6) 2011, ibuprofen, medroxyprogesterone acetate (provera) since (B)(6) 2011 and sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), 2 days after insertion of essure. In (B)(6) 2012, the patient experienced bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criterion medically significant) and nephrolithiasis ("other injuries or compliction- please describe: kidney stones"). In 2018, the patient experienced vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), cystitis ("bladder infect"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), menorrhagia ("abnormal bleeding(menorrhagia)"), pelvic pain ("pain") and kidney infection ("other injuries or compliction- please describe: kidney infection"). Essure treatment was not changed. At the time of the report, the uterine perforation, device breakage, dysmenorrhoea, bleeding menstrual heavy, cystitis, vaginal discharge, nausea, vaginal haemorrhage, menorrhagia, pelvic pain, kidney infection, nephrolithiasis and vulvovaginal pain outcome was unknown. The reporter considered bleeding menstrual heavy, cystitis, device breakage, dysmenorrhoea, kidney infection, nausea, nephrolithiasis, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and menorrhagia to be related to essure. The reporter commented: the plantiff received treatment for vaginal discharge, cystitis date of insertion: (B)(6) 2011, (B)(6) 2011. Essure procedure: essure coils were placed in bilateral tubal ostia without complications 4 coils exposed on right 6 coils exposed on left. Discrepancy noted: previously confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2011: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs+mr received. New events: other injuries or complication- please describe: kidney infection, kidney stones, vaginal pain were added. New reporters, plaintiffs information added. Concomitant conditions, drugs and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.